Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 236 mg/dl.